Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired fine for the first firing. The device was reloaded and fired, cut but only part of the staples fired from the cartridge. The tissue had been fully cut but only partially stapled. There was some bleeding. It was controlled by using clips. No blood products were required. The device was reloaded for a third time and it fired successfully. The procedure was completed without any adverse patient impact. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported the patient had a couple of "off" days during the week prior to his death, but had been feeling relatively well. He went to bed in his sleeping chair the evening of (B) (6) 2010. His wife awoke to find him deceased in his chair. A transmission from the carelink monitor revealed the device had treated ventricular arrhythmias with both atp (antitachycardia pacing) and shocks at approximately 2:39 am, (B) (6) 2010. Atp was initially successful, but the patient reverted to vt (ventricular tachycardia), followed by vf (ventricular fibrillation). The final shock was unsuccessful and the patient deceased. The device was reportedly discarded, there was no autopsy planned. The cause of death was requested but not received. There was no allegation from a health care professional indicating the death was device related.

Manufacturer narrative:
(B)(4). (B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.